Event description:
It has been reported to the co that the tip of the guidewire broke while trying to pull the wire out of the catheter. The wire had been inserted into the pt, and while pulling the wire back out of the catheter the distal tip became unraveled.